Event description:
The patient was admitted for a procedure in 2008 with a moderately calcified and de novo, 90% lesion in the proximal to mid left anterior descending branch. The vessel was slightly tortuous. The lesion was pre-dilated and then a 3.0 x 23mm cypher stent was being delivered, but it did not cross the lesion due to the calcification. Therefore, pre-dilation was conducted several more times and the cypher was re-delivered to the lesion, but it did not cross. The physician then removed the unit from the patient and confirmed that the stent was flared at the distal end. The physician attempted to implant a 3.0mm driver bare metal stent, and it did not cross either. So, balloon angioplasty was conducted and the procedure was successfully completed. There was no reported patient injury. It was noted that the physician did not indicate any anomalies prior to use and excessive force was not applied. The physician commented that there is a possibility that the crossing difficulty and the stent flare were due to moderate calcification.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.